Event description:
It was reported that the patient presented to the emergency room with drug withdrawal symptoms. X-ray showed catheter to be out of the intrathecal space. The patient was admitted and scheduled for a catheter revision. The entire catheter was replaced on (B) (6) 2010. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).